Event description:
It was reported that during an emergency procedure the dilation catheter could not be deflated following the second inflation. The balloon catheter was treating in-stent restenosis (device contraindicated for use with stents). The balloon was removed by force, which is contrary to instructions for use. Reportedly, no pt injury occurred.